Manufacturer narrative:
The technician cleaned and degreased the hi low brake to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the hi/low drifts down. No injury reported.